Event description:
New information received notes the patient was stable following the procedure.

Event description:
It was reported that cardiac perforation was observed by the right ventricular (rv) lead. The rv lead was extracted and replaced with no issue.